Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-03086. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The patient presented with unstable angina. The 100% totally occluded stenosed lesion was located in a non-tortuous and moderately calcified right coronary artery. A second lesion in the left circumflex was identified and the physician elected not to treat the second lesion at that time. The lesion in the right coronary artery was predilated with an unknown balloon which reduced the stenosis to 0%. The physician advanced a 3.5x16mm taxus liberte' drug eluting stent to the lesion and deployed it at 14 atms in the proximal to mid right coronary artery. A 3.0x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed in the mid to distal right coronary artery overlapping the first stent. A 2.25x15mm non bsc stent was deployed in the distal right coronary artery, also overlapping. The lesion was post dilated with an unknown balloon. Ivus confirmed that the stents were well apposed with no gaps between them. No patient injuries or complications occurred. Patient status was satisfactory. Approximately one month later, the patient was undergoing treatment for the previously noted lesion in the left circumflex. Angiography detected a complete and total occlusion in the mid right coronary artery. The thrombus was aspirated and the lesion was dilated with a 3.5x15mm non bsc balloon to 23 atms. Ivus was performed and slight residual thrombus was noted; however, since flow had completely recovered the procedure was completed at this time. No further patient injuries or complications occurred. Patient status is satisfactory.